Event description:
On (B)(6), 2004, this pt underwent treatment of an abdominal aortic aneurysm and was implanted with gore excluder bifurcated endoprosthesis. Post implant, on an unk date in 2004, the pt had a palmaz stent implanted at the flow divider on the left side, for treatment of a type I endoleak. On (B)(6), 2009, the pt underwent a reintervention due to aneurysm enlargement, a relining of the devices was performed with gore excluder aaa endoprosthesis. There was no evidence of an endoleak. The pt tolerated the procedure and the physician will bring the pt back in two months for a follow-up.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Endoleak, aneurysm enlargement. The gore excluder bifurcated endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak. Add'l devices related to this event include: (B)(4).